Event description:
It was reported that this implantable lead was surgically abandoned due to experiencing damage during a non related scheduled procedure. This led to the lead exhibiting high pacing thresholds and poor sensing. No further adverse patient effects were reported.

Manufacturer narrative:
The "unintended use error" conclusion code was selected because the information in the complaint indicates the leads were unintentionally damaged at a procedure unrelated to the leads.

Event description:
It was reported that this implantable lead was surgically abandoned due to experiencing damage during a non related scheduled procedure. This led to the lead exhibiting high pacing thresholds and poor sensing. No further adverse patient effects were reported.